Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The ps1 power supply voltage was also adjusted and returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.